Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay, a keypad overlay texture damage and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level a few days prior to call. The customer took glucagon shots. The customer also experienced high blood glucose level of 330 mg/dl for which they did a manual bolus of 3 units and the blood glucose went down to 40 mg/dl and 50 mg/dl. The customer was told to turn off and on the auto mode. The insulin pump will not be returned for analysis.